Manufacturer narrative:
Product event summary: it was not confirmed that the programmer was freezing, it passed incoming functional testing and no suspicious errors were found in the logs, although there was one system error. It was confirmed that the power supply fan was noisy, and the system fan was intermittently noisy. Hard drive health was found to be ninety nine percent. There was a cracked solder joint on the radiofrequency (rf) head connector, and a worn lower case. There was a chip in the bezel which does not affect operation.

Event description:
It was reported that the programmer kept freezing. It was also reported that the programmer fans were making loud noises. The programmer has been returned to service. No patient complications have been reported as a result of this event.